Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that using cold is off label per the user guide. Customer¿s blood glucose (bg) level was 200-445 mg/dl, with high ketones. Reportedly, the customer's girlfriend assisted customer with inserting manual insulin injections to address elevated (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.